Event description:
On 15-may-2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 51 year old male patient with afib. There was no additional patient information available. Return product is available for investigation. Date tested: results: heparin: time: 20,000units 13:51; (B)(6) 2026 14:19:00 >1000sec; (B)(6) 2026 14:19:48 307sec; 7000units 14:21; (B)(6) 2026 14:55:56 >1000sec; at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.